Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels in the 200s (mg/dl) range; however, the exact values were not provided. The customer had delivered boluses with the pump. At the time of the call, the customer's bg level was 217 mg/dl. The customer declined to perform a system check with tandem technical support and stated that they knew the reason for the elevated bg level. However, the customer declined to provide the reason.